Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Blood glucose value at the time of the admission was over 600 mg/dl. Customer treated with intravenous drip and was discharged. It was stated that the next day, it was 39 mg/dl. Customer complained about the insulin pump not functioning properly. Customer was wearing the insulin pump at the time of hospitalization. It was removed at time of arrival. Customer declined to trouble shoot as he is not currently using the newer device. It was stated that his blood glucose goes up to 600 mg/dl due to chemotherapy and steroids. Current blood glucose value is 596 mg/dl, treated with insulin pump and insulin injection. Nothing further reported.